Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The internal power supply was replaced to resolve the issue. H3 other text : block a: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The internal power supply was replaced to resolve the issue.

Event description:
The hospital reported an error causing a loss of mechanical ventilation. There was no report of patient involvement.